Manufacturer narrative:
Follow-up report submitted to document device evaluation results. The device was evaluated by a manufacturer service technician and the reported malfunction of the device overheating was not duplicated and no additional malfunctions were identified.

Event description:
It was reported that prior to a surgical procedure at the user facility that the device was overheating. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that prior to a surgical procedure at the user facility, the device was overheating. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.